Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual sample was received for evaluation. Visual inspection revealed that the actual sample was a piece of substance black in color approximately 130mm in length. Magnifying inspection found it had a semi circler groove on the surface along the total length in the lengthwise direction, with the one end having an acute-angled cut cross-section. Electron microscopic inspection of the cut cross-section revealed dispersed particles on the surface. Elementary analysis of the particle identified it as tungsten. Terumo's guidewire contains tungsten in the state of being embedded and dispersed in the urethane outer layer for the purpose of enhancing the radiopacity of the wire. The state of dispersion of the tungsten particles was found to be similar to that of the terumo's guidewire. The actual sample was ft-ir evaluated and found to have the spectrum which was very similar to that of our guide wire (polyurethane). The actual sample is mostly like a urethane outer layer sheared from our guidewire product. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, the actual sample is most likely to be a piece of the urethane outer layer sheared off the terumo's guidewire. It is likely that the actual device was pulled through a metal needle used in combination with the actual device in the state of having contact with the edge of the metal needle, resulting in the shearing of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during the introduction of percutaneous cardiopulmonary support (pcps) the actual radifocus guidewire m and a terumo-made sheath (rr-a80k10a) was used. At a later date, a foreign substance was found to be remaining in the patient's vein and was surgically removed. The procedure was completed successfully. The patient impact was reported to be unknown.